Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("essure showed evidence having perforated the tubes") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, adenomyosis, weight gain, endometrial ablation, menorrhagia, dysmenorrhea, dyspareunia, overweight, allergy (n.k.d.a.), cholecystectomy, pap smear abnormal (treated with cryo 2012) and migraine. Previously administered products included: nuvaring, levothyroxine sodium and vitamin d [vitamin d nos]. The patient had a family history of breast cancer, stroke and cervical cancer. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2257 days after essure insertion, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (1. Da vinci assisted total laparoscopic hysterectomy. 2. Bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.442 kg/sqm. [Pathology test] on (B)(6) 2020: significant pathologic abnormalities. The fallopian tubes show lymphangiectasia. No evidence of chronic salpingitis or granulomatous inflammation. Clinical history result: pelvic pain, menorrhagia with irregular cycle, deep dyspareunia, adenomyosis internal dyspareunia, dysmenorrhea, post endometrial ablation syndrome. Gross discription : the left fallopian tube measures 7.4 x 1.1 x 1.0 cm and weighs 5.5 gm including the essure device. There are two pink-tan paratubal cysts measuring 0.2-0.4 cm. Representative sections are submitted. The right fallopian tube measures 7.8 x 1.3 x 1.2 cm and weighs 9.2 gm including an essure device.fallopian tubes, bilateral: - no significant histopathologic abnormality. - birth control devices (essure implants) identified (gross exam). Microscopic description and comment result: section of the uterine body show depletion of endometrium and fibroelastic degeneration of underlying myometrium consistent with effect of prior endometrial ablation. No features of adenomyosis or leiomyoma are seen. The uterine cervix shows no evidence of dysplasia or [ultrasound scan] (date unknown): u/s shows inhomogenous uterus with ems 8.75mm, coils seen however. Difficult to see correct position, left ovary wnl, and right ovary with 2 dominant follicles however. No free fluid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records fallopian tube perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test.non drug treatment updated. Event fallopian tube perforation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2010, the patient had essure inserted. On (B)(6), 2020, 3652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("essure showed evidence having perforated the tubes") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, adenomyosis, weight gain, endometrial ablation, menorrhagia, dysmenorrhea, dyspareunia, overweight, allergy (n.k.d.a.), cholecystectomy, pap smear abnormal (treated with cryo 2012) and migraine. Previously administered products included: nuvaring, levothyroxine sodium and vitamin d [vitamin d nos]. The patient had a family history of breast cancer, stroke and cervical cancer. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2257 days after essure insertion, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy. Bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.442 kg/sqm. [Pathology test] on (B)(6) 2020: significant pathologic abnormalities. The fallopian tubes show lymphangiectasia. No evidence of chronic salpingitis or granulomatous inflammation. Clinical history: result: pelvic pain, menorrhagia with irregular cycle, deep dyspareunia, adenomyosis internal dyspareunia, dysmenorrhea, post endometrial ablation syndrome. Gross description : the left fallopian tube measures 7.4 x 1.1 x 1.0 cm and weighs 5.5 gm including the essure device. There are two pink-tan paratubal cysts measuring 0.2-0.4 cm. Representative sections are submitted. The right fallopian tube measures 7.8 x 1.3 x 1.2 cm and weighs 9.2 gm including an essure device. Fallopian tubes, bilateral: no significant histopathologic abnormality. Birth control devices (essure implants) identified (gross exam). Microscopic description and comment result: section of the uterine body show depletion of endometrium and fibroelastic degeneration of underlying myometrium consistent with effect of prior endometrial ablation. No features of adenomyosis or leiomyoma are seen. The uterine cervix shows no evidence of dysplasia or [ultrasound scan] (date unknown): u/s shows inhomogenous uterus with ems 8.75mm, coils seen however difficult to see correct position, left ovary wnl, and right ovary with 2 dominant follicles however no free fluid. "Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records fallopian tube perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.